Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for this subcutaneous implantable cardioverter defibrillator (s-ICD) where noise was oversensed. Technical services (ts) provided a review of stored a smart pass event followed by an untreated episode where both look like air entrapment and no events since then. The smartpass feature was disabled. The presenting subcutaneous electrocardiogram looked great and latest alert monitoring did not prompt full interrogation. This sicd remains in service. No adverse patient effects were reported. The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.